Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the active directory (adt) messages containing patient admission details were not being sent to the test es server. A technical support specialist (tss) confirmed that the issue was resolved in coordination with interface team. The system functioned as intended after interface team resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server active directory (adt) messages containing patient admission details were not being sent to the test es server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.